Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found the sample line from valve (vl52) to port 6 of the flow cell (vc18) disconnected. Fse replaced all the associated tubing and the t-fitting, resolving the issue. Fse stated in additional communication that the lh750 was powered off after the leak was reported, there were no error messages and differential results were nonnumeric (::::). Failure mode: sample line from vl52 to port 6; however nonnumeric differential results alerted to an instrument issue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that 5 mls of a diluted blood leaked from the coulter lh 750 hematology analyzer by the laser. The leak was not contained inside the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of the event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to the reported event.